Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. Reportedly, the patient had an x-ray which revealed that the patient had twiddled the lead was consequently dislodged. Furthermore, an infection was discovered upon opening the device pocket. The device was retained by the facility. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. Reportedly, the patient had an x-ray which revealed that the patient had twiddled the lead was consequently dislodged. Furthermore, an infection was discovered upon opening the device pocket. The device was retained by the facility. No additional adverse patient effects were reported.